Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Head of traumatological-orthopaedics surgery ward informed that screws locking the nail in the proximal part were screwed in outside of holes despite of use of targeting device - being a part of t2 femur instrument kit, which was inspected before the surgery. As per the customer after assembly of the targeting device with the nail, through the holes in the arm of targeting device sleeves were introduced and personnel checked correctness of calibration of the holes in the targeting device and in the nail and confirmed that it was in order. During control visit, after a few days, customer discovered that the screws were screwed in outside of the nail and revision surgery was needed. Another t2 femur kit (new, unused) was sent to the customer to facilitate the surgery. According to customer, the nail which was already implanted were moved deeper in order to avoid screwing in the screws in the holes already prepared during initial surgery. According to customer, situation repeated - despite of the use of targeting device following its inspection of usability, the screws were introduced next to the nail.